Event description:
The customer reported that they were hospitalized twice for high bgs. It was stated that their bgs still are running high even with manual injections. Instructed customer to go to the emergency room if they can't reach their doctor. Also advised customer to continue with manual injections and to continue calling the doctor.